Event description:
Gambro bct. Cobe spectra therapeutic plasma exchange set catalog no. 70500, lot # 02n15257. Pump tubing breaking during load set and/or prime. Numerous sets from this lot number have been defective. Other lots of tpe sets showing same pump tubing break or leak problem include: 03m0006, 03n15274, 03n15281, and 03n15283.